Manufacturer narrative:
(B)(4). D10. Unknown stryker dall miles cabling item# unknown lot# unknown. G2. Report source: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a fracture of the ncb pp distal femur plate was identified at a post-operative check-up approximately two (2) months post-implantation, without reloading. The patient underwent reoperation for plate replacement. No contributing factors were reported. Due diligence is in process and no further information on the reported event has been provided.